Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited t-wave oversensing (twos) on stored non-sustained ventricular tachycardia (nsvt) events. Technical services (ts) was consulted and offered reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.